Event description:
After 15 days of implantation, this lead was explanted because of a pocket infection. The whole system was replaced and has been reported on an MDR. Initially the leads were not associated with the infection complaint, according to the ela sale representative. However, upon file closure, it was determined that an MDR for the leads would now be filed.